Event description:
It was reported by user facility that pt was burned during sinus surgery by spindle of mps angled hand piece. Reporter was unsure if burn was caused by friction from rotating spindle or by excessive heat from hand piece. Pt is suing dr. Dr claims hand piece was not maintained and got hot.